Event description:
Five minutes after initiation of hemodialysis treatment for this pt, the dialyzer developed a major blook leak. Unable to return blood to pt. Blood loss greater than 250 cc. This was the first use for this dialyzer. Since the pt's hct was already low, the physician ordered the pt be given 2 units of blood.